Event description:
The customer reported the main power cable was damaged which resulted in a no boot situation. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The mains plug was evaluated and replaced. The system was tested and found to be working as intended and returned to service.